Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Initial visual inspection found no defects. The reported condition was confirmed. The investigation found the device produced an instant regrasp alarm when activation attempts were made. The device was disassembled and a damaged red wire was found. The manufacturing engineer was notified and confirmed that product did not meet specifications. The device should seal completely without any alarms. Examination of the discrepant device revealed that the red jaw wire was cut. The red wire was contacting the blade extend/retract hook and appeared to catch in the hook/outer tube guide slot. When the blade was activated, the jaw wire was stretched and eventually cut into the inner conductors. Consequently, there was insufficient power to the a-jaw (stationary jaw). This caused the device to not activate. Engineering reviewed the process to determine the potential root causes for this failure. The most probable cause for this defect is the wire was not pulled tight in the wire fixture and the slack loop caught on the blade extend/retract hook. The defect was caused by a mis-assembly in manufacturing. Actions have been implemented to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total abdominal hysterectomy, the device became unable to seal. The generator indicated of wiping the tissue out of the jaws, then they did, but the surgeon could still not seal. Removed and re-connected the device, but the situation did not improved. Replaced by a new product and the operation was completed. There was no patient injury.